Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) examined the system remotely and confirmed reported issue. Upon troubleshooting, it is found the issue was an intermittent restart that froze at the splash screen, affecting switch, geo pc, and mc. After reviewing the log, it is found sib malfunction. Field service engineer (fse) visited and found a fault in the mdu control unit. To resolve the issue, fse replaced the mpdu control unit. After replacing the mdu control unit, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.